Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient's implantable neurostimulator (ins) battery died around this time last year (they think the event occurred in the first week of march last year), which caused the patient to go into the hospital because the ins "wasn't doing it's job to send signals to swallow." The consumer stated the hospital staff ruled everything else out, then they discovered that the therapy was turned off. They were able to turn therapy back on and the patient "basically came back to life." On monday, the consumer received a phone call from the nursing home staff because the patient had stopped eating and was unable to swallow, which reminded them of what happened last year. The patient's ins was 100% charged, so they weren't sure why the patient was experiencing symptoms. The consumer did not know if therapy was turned on, so they conferenced a nurse on the line that was with the patient and the external equipment. The nurse used the dbs therapy app to check the status of the therapy, and they noticed that therapy was turned off and the ins charge level was 100%. The nurse turned therapy on, and once therapy was on they said the patient was showing positive movements, their feet stopped shaking, and the patient was able to close their mouth. The nurse said the patient was doing much better. It was reviewed therapy can turn off if the implant battery level gets too low, and that therapy must be turned back on manually once the ins charge level is sufficient.